Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported on behalf of her daughter that upon removal of a tampon the string could not be found to aid in removing the pledget. Her daughter was able to manually remove the pledget from her vaginal cavity. She did not seek medical attention and did not experience any adverse health effects.